Manufacturer narrative:
The field service representative determined the mix tower air dry pressure was too low and adjusted the pressure. Additionally, noted he replaced the sodium electrode and electrode o-rings. Performance tests were performed.

Event description:
User received low sodium patient results for approximately twenty-one patient samples initial results were reported, and questioned by the physician. The samples were repeated, which generated higher sodium results. The following fifteen examples were provided: sample 1 initial result 129 mmol/l, repeat 135 mmol/l. Sample 2 initial result 127 mmol/l, repeat 138 mmol/l. Sample 3 initial result 125 mol/l, repeat 136 mmol/l. Sample 4 initial result 129 mol/l, repeat 141 mmol/l. Sample 5 initial result 131 mol/l, repeat 142 mmol/l. Sample 6 initial result 130 mol/l, repeat 139 mmol/l. Sample 7 initial result 129 mol/l, repeat 141 mmol/l. Sample 8 initial result 129 mol/l, repeat 143 mmol/l. Sample 9 initial result 133 mol/l, repeat 139 mmol/l. Sample 10 initial result 128 mol/l, repeat 136 mmol/l. Sample 11 initial result 134 mol/l, repeat 143 mmol/l. Sample 12 initial result 131 mmol/l, repeat 138 mmol/l. Sample 13 initial result 120 mol/l, repeat 134 mmol/l. Sample 14 initial result 127 mol/l, repeat 137 mmol/l. Sample 15 initial result 127 mol/l, repeat 142 mmol/l. No information provided to determine if patients were treated or adversely affected.